Event description:
A user reported that, for a multi-beam treatment plan, the source index from the focus rtp system failed to include information on treatment aids associated with a photon beam. No pts were treated incorrectly.